Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reported contacted animas alleging the patient¿s blood glucose on an unknown date was 496 mg/dl with extreme thirst and excess urination. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. An air-bubble issue was reported. It was reported that the proper insertion techniques and cartridge filling procedures were followed. This complaint is being reported because the reported health event was attributed to a device malfunction.